Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: loss of biventricular pacing during exercise: what is the mechanism? Journal of cardiovascular electrophysiology. 2016;27(3):362-5.

Event description:
A journal article was reviewed which contained information regarding this patient's implanted implantable cardioverter defibrillator (ICD) system. The article indicated that the patient experienced a loss of pacing and t-wave oversensing (twos) while exercising. Device reprogramming was done. It appears that the device is still in use. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.